Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen was unresponsive, preventing confirmation of a power source alert. The caller tried different charging cables and wall adapters, but these measures did not resolve the issue. Technical support decided to replace the malfunctioning pump as it was still under warranty, with the customer using multiple daily injections (mdi) as a backup insulin therapy. The caller was informed that the replacement pump would have updated software and was provided with instructions for returning the faulty pump, programming the replacement pump, and connecting the cgm. The caller acknowledged and understood all instructions provided by technical support, ensuring no interruption in insulin delivery. There was no adverse impact to the customer's blood glucose level.